Event description:
Three (3) discordant falsely depressed total bilirubin (tbi) patient sample results were obtained on a dimension® exl¿ 200 integrated chemistry system. The falsely depressed results were reported to the physician(s) and were questioned. The same samples were reprocessed on an alternate dimension® exl¿ 200 integrated chemistry system and higher results were obtained. The higher results were reported to the physician(s) on corrected reports. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed tbi results.

Manufacturer narrative:
An outside united states (ous) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding the falsely depressed total bilirubin (tbi) patient sample results obtained on a dimension® exl¿ 200 integrated chemistry system. Siemens is investigating the event.

Manufacturer narrative:
Additional information ((B)(6) 2023): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the information provided by the customer and the instrument data. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse performed maintenance that was part of standard troubleshooting for issues of this nature. Hsc concluded that the cause of the event was due to operator error when processing samples in small sample container (ssc) cups in the primary tube sample mode. The issue was resolved with operator training and verification of the dimension exl 200 system performance by the cse. A potential product issue was not identified. The customer is fully operational.the device is performing within specifications.no further evaluation is required.sections h3 and h6 have has been updated to reflect the hsc investigation.initial MDR 2517506-2023-00085 was filed on 10-mar-2023.